Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-30-user applied blood to strip before inserting strip into meter. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error. The e-3 error occurred after the blood sample was applied to the test strip. At the time of the call the customer reported not feeling well, customer did not specify symptoms. Medical attention was not needed at the time of the call. During the call a blood test was performed by the customer non-fasting and produced test result of 95 mg/dl using the meter. Customer stated the test strips were stored properly and not in areas of high humidity. The test strip was not left outside of the vial for too long.